Event description:
Migrated intrathecal catheter and loose drug administration pump in the abdominal pocket. Medical management of acute opioid withdrawal and displaced intrathecal catheter. Csf leak. Intrathecal catheter was replaced and drug administration pump was resutured. MFR: 6000030-2004-01771.